Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 26 mg/dl. The cause of the low bg was unknown. No information was provided regarding treatment received. Reportedly, the customer was released 8 hours later with the issue resolved and no permanent damage sustained.